Manufacturer narrative:
Device was not returned for evaluation. (B)(4); after further examination of the period going back twelve months from (B)(6) 2015, it was decided to report a MDR for this complaint. The complaint mentions instruments with alleged bio-contamination found by a distributor upon receipt. Although the instruments were not returned for investigation and the complaint was not confirmed, the incident could potentially cause a serious injury or death if the incident were to reoccur. Device not received for evaluation

Event description:
Calix system set tray i.d. F00 was allegedly received by distributor pdp holdings representative crystal ray with, 'multiple instruments dirty with tissue and blood on them'.